Event description:
Pt called that during her infusion, the syringe flew out of pump and now pump is broken. Pharmacist assisted pt on completing the infusion. No adverse effects experienced. Old device will be returned. No other info known. Received spontaneous call from pt to report that pump spring broke and broke tubing while infusing on (B)(6) 2019. Syringe was loaded incorrectly. Pharmacist was able to walk pt through on how to manually infuse, so no adverse effects were noted and no dose was missed. Pharmacy is shipping out a new pump for the next infusion. No other info known. Reported to (B)(6) by pt/caregiver.